Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the 3.5mm non-locking drill guide had a 2.5mm drill bit jammed inside of it. This was delivered to the customer as such. This set was not used on a patient. There was no patient involvement reported. Concomitant device reported: 2.5mm drill bit qc 135mm 45mm calibration (part # 03.133.102, lot # unknown, quantity 1) this report is for 1 3.5mm non-locking drill guide this is report 1 of 1 for complaint (B)(4).